Event description:
It was reported that: "pt had a right total hip replacement done. Ever since the pt had his surgery he has been experiencing severe pain and is unable to walk without a walker. He can walk a few steps and then has to sit down. Pt now uses a wheel chair for most of his transportation. Pt followed up with this surgeon on multiple occasions regarding his pain. X-rays were taken; surgeon stated that the implants looked to be in place and the pt was prescribed pain medication. Pt recently visited his surgeon about a month ago and the dr. Stated that the pt may have a deep infection and the only way to tell would be to operate. Pt stated that it was ok to contact his surgeon."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as it is implanted. If additional information becomes available then it will be submitted in a supplemental report.